Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that a low pressure alarm came on when trying to calibrate. The user could not adjust the flow on the central control monitor and they proceeded with the case using the electronic patient gas system manually. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.